Event description:
A facility reported that the c-clamp on the mayfield modified skull clamp (a1059) was loose in the tightened position and the surgeon feels that there was too much movement. The facility has not reported if there was patient involvement, injury or surgical delay related to this event.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the lock having rotational and lateral movement and a residue buildup is present. Unit has been repaired and worn parts were replaced. General maintenance performed. Root cause - complaint confirmed via inspection of the unit. The lock had movement, requiring replacement of worn internal parts due to routine use and wear. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2007). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.